Manufacturer narrative:
Additional information: a6: race noted as japanese. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and associated risk documents was completed. Corneal endothelial cell loss is identified as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred but does not appear to have been a problem with the device or the way it was used. The reported event (corneal endothelial cell loss) is an established risk associated with use of the device, which is clearly documented. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Reference report 2032546-2026-00049 for the case of corneal endothelial cell loss associated with the left eye (os).

Event description:
It was reported that following bilateral (ou) cataract plus trabecular microbypass stent system procedures, the patient presented one (1) year and eight (8) months postop with a significant decrease in corneal endothelial cell count in both eyes, and the surgeon is considering stent removal. The report noted that the stents are secure in their implant location. Through follow-up, the following additional information was received. Per report, the stent(s) is stable and positioned "a little deep" in the trabecular meshwork (tm) but doesn't appear to be an issue. Reportedly, the surgeon was unable to identify contributing factors to the corneal endothelial cell loss, and there was no adverse patient impact. The report noted that the surgeon is continuing to monitor the implant position (od) and endothelial cell count with the event noted as ongoing. The report references the case of corneal endothelial cell loss associated with the right eye (od).